Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus europa (B)(4). (B)(4) checked the subject device and found that there were some residue/foreign material inside the instrumental channel as reported. (B)(4) surmised that this phenomenon might be caused by the user mishandling of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that chemical residues had been stuck inside the subject device and it could not be removed by reprocessing. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on july 13th, 2021. As a result of the investigation, this report was the same as previously reported event (8010047-2021-08773). Therefore omsc will retract this report 8010047-2021-08787.